Event description:
During a case the clinician reportedly noted that the ventilator was set to deliver 600 ml and was delivering approx 300 ml. The clinician switched to the manual mode of ventilation and completed the case. There was no reported pt injury.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. A ge healthcare service rep performed a checkout of the equipment. Inspection of the equipment revealed that the inspiratory flow sensor diaphragm was bent inward. Despite the reported complaint, manual mode of ventilation was available to maintain ventilation of the pt. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering eval, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.